Manufacturer narrative:
Date of this event: unknown/ not provided. (B)(6). The femtosecond laser system was examined and tested at the customer location by a field service specialist (fss). Fss found the system alarm related to cutting thin flaps triggered. Verification of the system confirmed flaps were thinner. Fse completed a system calibration a service checklist to correct it. The system met johnson & johnson surgical vision specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a vertical gas breakthrough approximately one month prior. No further info was provided and no further info is going to be provided.